Manufacturer narrative:
Analysis of the pump revealed pump exterior/suture loop anomaly and was missing and/or broken in vivo.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n189565008, implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000, 369/day) via an implantable infusion pump. Indications for use included intractable spasticity, and other spasticity. It was reported that upon opening the patient's pocket for a pump battery change replacement surgery, the hcp noticed a suture loop at the 8 o'clock location that was separated and sitting in the pocket. This was prior to any manipulation of the pump, and the remaining suture loops broke while removing the pump from the pocket. It was noted the pump was implanted in the patient's right abdomen. It was unknown what led to the event, and no interventions/actions were taken. The issue was resolved. The patient status was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.